Event description:
Pt with significant medical history and multiple neuroendovascular procedures presented with tia (transient ischemic attack), stroke, and persistent restenosis. Prior to angioplasty (as part of the elective stenting procedure), the subject device (guidewire) was advanced to a previously placed stent (placed 2003). It was difficult to navigate the guidewire beyond the middle portion of the stent. "There may have been a dissection there." Angioplasty was performed, followed by successful implantation of a stent. Flow as much better, but there was a stenosis or dissection of the middle cerebral artery proximal to the stent, perhaps in the internal carotid artery. Repeat angioplasty and stenting was performed without incident. In 2005, a head CT (computed tomography) without contrast, performed in response to patient symptoms of aphasia, noted a new diffuse subarachnoid hemorrhage. Based on review of the clinical records by on site health professionals and follow up information received from the user facility, it was determined that the sah was caused by a dissection, presumed attributable to manipulation of the subject device (guidewire). "The patient remained with significant expressive aphasia and had stable cts (computed tomography) over the next few days..." The patient was transferred to the neurologic service for further observation. The patient's condition remained stable over the next few days, and was deemed stable enough to discharge home. Follow up responses from the physician stated that operator technique caused or contributed to the subintimal extravasation.

Manufacturer narrative:
The risk of the reported event is contained in the device directions for use (dfu). Per the dfu: "potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, emboli, hemorrhage, ischemia, vasospasm, neurological deficits including stroke and death." Based on the info known at this time, boston scientific has determined the most probable cause of the user's experience to be related (i.e. User interface contributed to event), as responses from the physician stated that the cause of the event was operator technique. Because the device was disposed, no evaluation will be performed.